Event description:
It was reported a gas/air leak occurred on the shaft of the device. During testing for a cryoablation procedure to treat a renal cell carcinoma, an icerod cx 90 degree needle was reported to have a gas/air leak from the shaft of the device. A different device of the same model was used to complete the procedure. No patient complications reported.

Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park.